Manufacturer narrative:
(B)(4). Batch # t92l3z. Investigation summary: the analysis results found that an er320 device was received with the trigger closed. The device was disassembled to evaluate the condition of the internal components and the trigger was found to be bent, not allowing the clips to be fed into the jaws. In addition, 19 clips were found remaining inside the clip track. The damage on the device could be caused by the internal ribs being gauged by the feeder link, causing the trigger to experience additional force that could interfere with the firing of the device. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was that during an unknown procedure, the jaws became not to open after feeding clip into the jaws before the device was used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.